Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that during a routine device replacement, it was noticed that the right ventricular lead was twisted and the conductor was bent just below the connector pin. The lead was capped and replaced. No patient complications were reported as a result of this event.